Manufacturer narrative:
The technician found the shoulder screw securing the right side rail latch to the end tube was missing. The most likely cause is force such as the side rail being ran into an object during transport. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are ot bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rails is raised to the up position. Check for loose or missing hardware. Tighten, repair or replaced as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2014. It is unk if the facility performed any other preventive maintenance on this bed. This shoulder screw and nut were replaced on the right side rail by the technician to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the right side rail would not latch. The stretcher was located on the 3rd floor at the facility. There was no pt/user injury reported. (B)(4).